Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This emdr was submitted to represent the bard/davol perfix plug (device #2). An additional supplemental emdr represents the bard/davol perfix plug (device #1) and ventralight st mesh (device #4) were submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of three perfix plugs (device #1, #2 & #3). Per op notes, ¿on the right side a medium sized perfix plug (device #1) and extra-large perfix plug (device #2) were placed with prolene sutures. On the left side, a large perfix plug (device #3) was placed with prolene sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the removal of two perfix plugs (device #1 & #2). Per op notes, ¿there was a mesh plug that was protruding into the preperitoneal space at the indirect space and there was also one on the direct space as well. Adhesions in the right upper abdomen. The mesh plugs (device #1 & #2) were excised. A ventralight st mesh (device #4) was placed.¿